Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device: 575cc mentor smooth round spectrum saline breast implant, catalog # 3501490, lot # 6717142. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant. During visual evaluation of the sample, it was observed an area of missing material measuring approximately 9.0 cm x 5.0 cm located in the anterior aspect. Microscopic examination was performed to the missing area and no evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per review of the file based on device received, the implantation date has been estimated to be 01-jun-2013. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with an unknown mentor saline breast implant and experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent explantation and replacement with 800cc mentor smooth round moderate plus profile saline breast implant, catalog # 3502800, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.